Manufacturer narrative:
It was reported that during a left occipital injection of bupivacaine 0.25%, omnipaque, and betamethasone, the 1 ½ inches gauge-25 injection needle (taken from the pain tray) broke off from the hub of the needle into the patient. Reportedly, no excessive force was applied against or to the needle and the incident reportedly occurred as end user was withdrawing the needle from the injection site. The needle was successfully retrieved through fluoroscopy-guided extraction. It was confirmed through x-ray that no needle fragment was left in patient. Per report, no additional sedation medication was required related to this incident. Due to the reported incident and required medical intervention to retrieve the needle from the patient, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that an injection needle broke off from its hub into the patient.